Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Concomitant medical products : product ID 97791, serial# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the date of the fall was unknown. The rep reported that it was unknown as to what extent the fall affected the device. The rep reported that the patient didn¿t feel stimulation on the left side and that lead had high impedances on every contact. The rep reported that they assumed the cause of the high impedances was assumed to be due to the fall as the stimulation stopped working after that. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having their battery replaced because the patient let it die some time ago after it stopped working on the left side following a fall. The ins was dead upon interrogation and the manufacturer representative was unable to read out the stimulator. During the replacement surgery, the leads were tested and 0 ¿ 7 channel showed high impedances when hooked up to the new battery. The 8 ¿ 15 channel appeared to be fine on the connection test, but full interrogation showed that they were also high. It was reported that the lead for the 0 ¿ 7 channel was replaced and the patient was able to get both left and right coverage after the operation. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found it had a reduced capacity due to overdischarge. Analysis of the lead ((B)(4)) found all conductors were broken 23.3 cm from the distal end. Product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.